Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low, resulting in moderate paravalvular leak (resulting). It was reported that difficult patient anatomy contributed to the difficulty positioning the valve. The valve was snared and moved into a higher position. A second valve was successfully implanted valve-in-valve in a higher position, reducing the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, most likely the pvl was due to sub-optimal positioning due to difficult patient anatomy, as it was reported. Inaccurate delivery is often influenced by patient anatomy and user technique. In this case, it was reported that the low implant depth was due to difficult patient anatomy which contributed to the difficulty in positioning the valve. The valve was snared and moved into a higher position. A second valve was successfully implanted valve-in-valve in a higher position, reducing the pvl to trace. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.